Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the card cage to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that the system powered on with a boom error, and when recovery was attempted, the fault transitioned to a 319 error on arm 4. The site performed multiple emergency power offs of the patient side cart, but these did not change the error behavior. It was then indicated that the site planned to swap the patient side cart with one from a different system, noting that the error pattern was atypical because the initial error appeared on the boom and then moved to arm 4 with a 319 fault. The customer reported event has no report of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The patient side cart (psc) card cage was returned for failure analysis, and the reported errors 31089, 170, and 307 were confirmed in the review logs but could not be replicated during testing. According to the logs review, these errors were found, confirming that the fault occurred in the field. A visual inspection revealed no issues related to the reported event. The psc card cage was then installed in a golden system, where the component functioned as expected. Fiber optic light levels on the common compute controller (ccc) were inspected via localhost:8050, and all measurements were within the expected range. The system underwent ten power cycles, followed by a 12-hour idle period in the golden system, with no issues observed during testing. Based on these results, failure analysis was unable to identify a root cause for the reported events on this psc ccc.